Event description:
It was reported to philips that the frontal ippc failed to boot, free disk space was too low, and intermittent imaging loss occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a cold reboot, checked cmos battery and bios settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).